Event description:
Event description guidant received information that during a follow-up visit, the programmer was unable to retrieve an electrogram from this pacemaker, the daily measurements and arrythmia logbook displayed no data, and the gas gauge reading changed from near elective replacement indicator to beginning of life. There were no adverse patient effects or interruption of therapy associated with this incident. It was noted that this device was part of a recent field advisory regarding the hermetic seal component.